Event description:
Reportedly, high grade in stent restenosis in 2 separate portions within the stent at the site of the overlapping stent junction of this stent. Medical intervention taken. Used a cutting balloon angioplasty and lsfa balloon angioplasty on restenosed areas. Patient tolerated procedure well.

Manufacturer narrative:
H6: device not returned.